Manufacturer narrative:
Results of investigation will be filed in a supplemental report.

Event description:
Leaking above oval disk outside of the dressing on the thicker side of the catheter. No stress was on the catheter itself. The oval disk was under the dressing.